Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a nurse that after changing a patient¿s peritoneal dialysis transfer set, on an unspecified date in (B)(6) 2018, the connection between the transfer set and the titanium adapter became loose. This was noted when the patient double checked the connection. The connection was re-tightened and it was reported that the patient's titanium adaptor was not changed. There was no patient injury or medical intervention associated with this event. No additional information is available.